Event description:
Hcp reported battery inappropriately alarming 3 weeks post implant. No ill effects to pt. The device was explanted and returned to the MFR for analysis. A f/u report will be sent when additional info is rec'd.